Event description:
--

Event description:
Boston scientific received information that a 'red alert' was triggered due to out of range pacing impedances on the right ventricular channel involving this implantable cardioverter defibrillator (ICD) and a competitor right ventricular lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this event will be updated.

Manufacturer narrative:
Additional information suggests that a procedure has been planned to replace the competitor right ventricular lead with a boston scientific lead.